Event description:
It was reported that seven (7) large volume infusors infused 70 - 75% of the dose; between 57- 69ml volume remained in the devices. The issue occurred during patient infusion via a peripherally inserted central catheter (PICC) for 24 hour durations. The devices were filled with 18g piperacillin/tazobactam in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred between (B)(6) 2025. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between october 9-10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed fluid inside the device's bladder which suggests possible underinfusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.